Event description:
It was reported that during a laparoscopic right hemi colectomy procedure, the surgeon fired the stapler twice with no issue. The first firing was with a white reload, and the second firing was with a blue reload. After the second firing, the used cartridge was discarded and they were unable to load another reload. The surgeon said that the jaws were opened in the normal way but it looked like the knife blade wasn't fully retracted so the reload wouldn't go in. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Cartridge pan.